Manufacturer narrative:
The facility has confirmed that this device has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a dissection occurred. The lesion was located in a free right internal mammary (rima) graft to the obtuse marginal (om). According to the physician, he was using a model 6f runway al2 sh guide catheter, which is a stiff guide catheter, and the tip of the guide catheter dissected the ostium of the rima (large subintimal dissection) to the obtuse marginal (om). The dissection propagated about 30mm from the tip of the guide catheter with contrast injection. There was no pre-existing disease or calcification of the ostium of the graft, and the dissection was large and obvious on angiography. The dissection was successfully treated with a taxus express2 drug eluting stent with an excellent result. It is the opinion of the physician that the dissection of the ostium of the graft occurred due to the angle of the takeoff of the rima from the aorta (also, the graft was high on the aortic arch) as well as the guide catheter necessary to achieve adequate back up support to perform pci to the native om branch. It was further reported that the taxus drug eluting stent was not originally intended to be implanted at this location. The procedure was successfully completed with this device, and patient status was reported as 'okay'.